Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers off by itself when the code-summary button is pressed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powers off by itself when the code-summary button is pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the day of the event and was able to confirm that the device lost power multiple times. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed battery pins and visually verified that two (2) of the four (4) contacts had worn through to the base material. Extremely worn or damaged battery pins can cause an unexpected loss of power; however, no power related discrepancies were observed during testing. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powers off by itself when the code-summary button is pressed. There was no patient use associated with the reported event.